Manufacturer narrative:
PMA/510k: this report is for an unknown screw/unknown lot. Part and lot numbers are unknown; UDI number is unknown. He investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
On or about (B)(6), 2019 the patient underwent a right segmental femur fracture. She has a pertinent history of tibial plateau fracture status post orif in 2013 as well as femur fractures status post im nailing in (B)(6) 2019. Over the last 2-3 months she has noticed a mild ache in the distal thigh/superior aspect of the knee. On or about (B)(6) 2019, patient visited and orthopedic doctor at (B)(6), because of pain in patients right leg, also discovered one of the lower screws was fractured. On or about (B)(6) 2020, patient get new x-rays and reviewed that had nonunion of the femoral shaft fracture, as well as incomplete/nonunion of basilar neck fracture. On or about (B)(6) 2020 surgery was performed. The patients experienced hardware loosening and fracture of the screw. This report is for one (1) unknown screw. This is report 3 of 3 for (B)(4).